Event description:
It was reported that the pt had the device implanted at the c5-c6 level in 2006. Because of pain, the pt was revised using another device in 2008.

Manufacturer narrative:
Investigation in process.